Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section b5 and h6 (medical device problem code). Device evaluation: zoll medical corporation evaluated the device and the device performed to specification. The device was confirmed to deliver the appropriate energy at the 200 joule setting based on the patient's measured transthoracic impedance. The device was put through extensive testing including functional testing, impedance calibration verification, and multifunction cable continuity testing (with flexing) without any noted failures. The device was recertified and returned to the customer. The r series device is designed to send a constant low current signal through the device pads in order to establish an impedance measurement and calculate the energy required to discharge. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to defibrillate a 40-year-old female patient, the device's defib output was out of specification. Complainant indicated that the patient subsequently expired.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to defibrillate a 40-year-old female patient, the device's patient impedance was out of specification. Complainant indicated that the patient subsequently expired.